Manufacturer narrative:
(B)(4). Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon and in the guide wire lumen. There was contrast in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of a longitudinal rupture above the proximal marker for a length of .5 mm. There was a scratch on the balloon proximal to the longitudinal rupture extending proximally for a length of 1 mm. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager nc balloon ruptured at 18 atm. Reportedly, there were no pt effects. No add'l event or pt info is available.